Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarms were noted. The unit had cracks on the display window corners, reservoir tube and battery tube threads. The unit had a scratched display window and missing end cap sticker.

Event description:
The patient reported an alarm during the rewind. No damage to the drive support cap reported. Advised the patient that the insulin pump would be replaced. Nothing further was reported.